Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of fluid leak was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
The complainant report that a patient was to be implanted with an impella cp via percutaneous left femoral artery for mechanical circulatory support. During setup, the technician spiked the five percent dextrose in water bag and started to prime the cassette per company recommendations, following on screen instructions. The purge disc started leaking during priming and had to be discarded. A backup purge cassette was used. This delayed the start of the case. No patient harm was reported.

Manufacturer narrative:
This is one of two related reports. This report represents the purge cassette and another report was submitted to represent the introducer. The purge cassette was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.